Event description:
Customer reportedly rec'd the following results on the same device within 10 minutes: hi, 278 mg/dl and 118 mg/dl. No high blood symptoms reported. The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent.